Event description:
The patient was implanted with herniamesh t-sling. Later the patient experienced recurrent stress urinary incontinence, voiding and emptying trouble, urinary tract infection, vaginal pain and pelvic organ prolapse. Vesicare, reduce caffeine and carbonated drinks were prescribed [date not provided]. An anterior colporrhaphy with release of the t-sling was performed.